Event description:
It was reported that boston scientific technical services (ts) was contacted to evaluate episodes of noisy signals on this system's shock electrocardiogram. This noise was not over-sensed. It was discussed that the noise was most likely the result of myopotentials. The device data follow-up report provided also indicated high, out-of-range right atrial (ra) pacing impedance measurements (>2500 ohms). It was indicated the patient is scheduled for a device replacement procedure and it is assumed this is the result of normal battery depletion. It was confirmed the device was explanted and replaced due to normal battery depletion in (B)(6) 2021. The device will not be returned for analysis and no adverse patient effects were reported.